Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the atrial lead, two different leads dislodged after being placed in the atrial wall. A structural anomaly of the helix was suspected in both leads. During the procedure, two different catheters that were used encountered difficulty slitting. The slitter disengaged from the catheters in the middle of slitting. A new atrial lead was eventually implanted. No patient complications have been reported as a result of this event.